Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that while the student nurses were repositioning the patient, the silicone foley catheter detached just above the tamper evident seal. The issue was reported to the assigned rn, who passed the message to the provider.

Manufacturer narrative:
Additional information: h6 investigation summary: a device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. As part of continuous improvements, a corrective and preventative action plan (CAPA) has been opened to address the reported condition through a more robust investigation. The results of the investigation will be documented through the CAPA. This complaint will be used for tracking and trending purposes.